Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between the sensor glucose (sg) vs. Blood glucose (bg). The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion) and hypoglycemia. The customer mentioned the blood glucose value was 400 mg/dl for the hyperglycemia, and below blood glucose value was 50 mg/dl for the hypoglycemia. The event involved product(s) mmt-7040c1. Troubleshooting was performed for the sensor glucose vs blood glucose, and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose (sg) value from the reported event was 50 mg/dl, and the blood glucose (bg) value from the reported event was 125 mg/dl and the difference was not within the target range and was more than 30%. The sensor glucose value that triggered the suspend on low/suspended before the low event and the low limit in sensor settings was also 50 mg/dl. The blood glucose value associated with the triggered suspended event was 125 mg/dl, which was outside of the acceptable range. Troubleshooting was performed for the hyperglycemia; the customer had been using the insulin pump system within 48 hours of a reported high blood glucose event. Automode was active at the time of the incident. The customer reported receiving a calibration not accepted alert. No further patient complications were reported. Product return for mmt-7040c1 was not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.